Manufacturer narrative:
As reported, the 180 cm. Reflex pgw .018 st steerable guidewires are unwinding and breaking off in patients. No patient injuries have been reported. Multiple attempts to obtain additional information and return of the product were unsuccessful. The product was not returned for analysis. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product IFU¿s, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 180 cm. Reflex pgw .018 sv inter steerable guidewires are unwinding and breaking off in patients. No patient injuries have been reported. Additional information has been requested.